Manufacturer narrative:
MDR 3003442380-2024-03366 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, .it was reported that patient faced 3 infusion set was leaking at site event. No further information available.